Event description:
A follow up call to the german affiliate reports that there were no problems noticed during the original operation. The device functioned properly, the staple line was complete, the anastomosis was complete, and there was no leakage noticed at the time. The pt experienced symptoms of leakage next post operative day. The pt was taken back to surgery and the leak was over sewn.

Event description:
It was reported that the device was used during a laparoscopic colon. After the device was fired, the surgeon noticed that the anastomosis was incomplete. The case was converted to open to repair the anastomosis. No further info is available.